Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed from the pod prior to activation. The pod was not worn.

Manufacturer narrative:
The device was received deployed. The downloaded data shows the device completed first and second priming sequences before it was deactivated. No timeouts or drive stalls were observed in the device data. The needle mechanism was inspected and no damages or abnormalities were observed that could cause an early needle deployment. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. Although no abnormalities were observed, the exact cause of the reported early needle deployment could not be conclusively determined.